Event description:
Patient's mom reported stomach bruising from previous infusion sets needles that keep disconnecting from injection site, not causing them to miss their medication, but it is causing pain to the area. Mom advised they will visit md tomorrow. Unknown if product available for return; unknown if md aware. Not lot number provided. No further information provided. IV scig 26g 9mm high flo - used to infuse deferoxamine at frequency:16 hours, infuse 7 days per week. Reported to (B)(6) by pt/caregiver.